Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: nexgen femoral component: p/n: 00576401351, l/n: 62904847, provisional standard all poly patella; p/n: 00597106529, l/n: 63165705, nexgen articular surface with lps/lps-flex; p/n: 00596202210, l/n: 62843059, nexgen stemmed tibial component; p/n: 00598002702, l/n: 63135787, headed screw; p/n: 00579104100, l/n: 63178045. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was attributed to patient's activity/condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient was revised due to periprosthetic fracture of the femur requiring a segmental knee for stability approximately one year post implantation. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.